Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two photos and one physical sample was provided to our quality team for investigation. Upon visual inspection, a small particle was observed on the stopper, verifying the reported incident. Characterization testing was performed and identified the particle consists of polypropylene. A review of the device history for the reported lot 2504069 was performed. No deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Six retained samples of the reported lot were used for additional evaluation. All product was inspected, no foreign matter or other contamination was observed within any of the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines. We perform inspections and clearly defined cleaning procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. While we could not identify a direct cause, our investigation determined the particle originated from friction between the device and the manufacturing equipment during movement. Personnel have been notified of this incident. Complaints received for this device and reported conditions will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: chu description: 30ml 3p luer lock syringe reference: 301229 batch: 2504069 date of event: 24/09/2025 during the inspection of parenteral nutrition syringes, a plastic filament was observed stuck to the plunger and the wall of a syringe. Syringe rejected and quarantined a second syringe deemed non-compliant was emptied and two plastic filaments were observed at the bottom of the syringe on the plunger proven consequences: loss of time, loss of money, significant risk to the child if not found during inspection have you recorded any similar incidents with this batch or reference number? The medical device in question has been retained.